Manufacturer narrative:
Approximate age of device ¿ 8 months, 15 days. The pump was not explanted at the time of the patient's death. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted with an embolic/ischemic stroke on (B)(6) 2018. No source of a clot was found, and the vad was found to be functioning as intended with no signs of thrombosis. All pump parameters were within normal limits. Due to the severity of the stroke, the patient was placed on comfort care on (B)(6) 2018, and passed away on (B)(6) 2018. Additional information was requested, but has not been provided.

Manufacturer narrative:
A direct correlation between heartmate ii left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. It was reported that the event was not device related and the device functioned as intended. Multiple requests for additional information were sent to the account; however, no further details were provided. It was reported that the device would not be returned to the manufacturer for evaluation. The instruction for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system and contains information regarding the recommended anticoagulation therapy and inr range. No further information is available. The manufacturer is closing the file on this event.